Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time, the malfunction alarm was cleared, and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Check that the pump is working properly by plugging a power source into the usb port and confirming that the display turns on, you hear audible beeps, feel the pump vibrate, and see the green led light blinking around the edge of the screen on/quick bolus button. If you are unsure about potential damage, discontinue use of the pump and contact customer technical support. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned